Event description:
Black oil like substance was found on the inner blade. The substance removed when it was wiped off so it was used in the case.

Manufacturer narrative:
Manufacturing was made aware of this issue and has taken steps to assure the edm slag is adequately removed from the blade after processing. (B)(4).